Event description:
It was reported the implant fractured with bone loss and periimplantitis at tooth site 3. Implant was removed.

Manufacturer narrative:
ZimVie Complaint Number (b)(4)A2: Age at time of the event unknown / not provided.A3: Gender unknown / not provided.A4: Patient Weight unknown / not provided.D9: Device Availability unknown / not provided.